Manufacturer narrative:
Device evaluated by MFR: the device was received in two sections as a result of a break in the distal extrusion. Examination of the returned device revealed the break was located at 5mm distal to the port. The distal section of the break was stretched down onto a guidewire and as a result was stuck onto the wire. There were clear signs of excessive tensile force having been applied to the shaft. The extrusion was bunched at various locations along its length. The midshaft and distal section of the extrusion break were severely stretched. No issues were noted with the crimped stent on the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary interventions procedure, shaft fracture occurred. Target lesion was located in the left anterior descending artery (lad). The physician felt difficulty to track a 5.00x16mm liberte bare metal stent delivery system over the guidewire. The stent got jammed on the guidewire and would not come off. While pulling it back to remove the system, the catheter got fractured. The device was removed intact and the procedure was completed with another same device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary interventions procedure, shaft fracture occurred. Target lesion was located in the left anterior descending artery (lad). The physician felt difficulty to track a 5.00x16mm liberte bare metal stent delivery system over the guidewire. The stent got jammed on the guidewire and would not come off. While pulling it back to remove the system, the catheter got fractured. The device was removed intact and the procedure was completed with another same device. No patient complications were reported and the patient status is stable.